Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, this device was used to apply clips for cystic duct closure. The clips applied closed with misaligned legs and then fell off the structure. The clips inside the applier were not stable, but unstable. They scissored on the vessel. The case was carried out and finished by opening a new clip applier. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.